Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issue with errors. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors m-02-7 on startup while testing grounding pad. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the grounding pad was not working. The customer power cycled the integrated electrosurgical unit (iesu) with no change. Error m-02 was observed in logs on the iesu. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle of iesu with no change. The user was going to proceed with force triad generator. The site was completing the procedure as planned. Isi followed up with the customer and gathered the following information: the staff called isi tse to troubleshoot the issue. The customer tried multiple grounding pads, but the iesu generator kept having an error stating that the grounding pad was not connecting. There were m-02 errors. The monopolar energy was not working but the bipolar energy was. The customer completed the procedure using the force triad generator. The field service engineer (fse) replaced the generator.